Event description:
During the procedure the surgeon fired an endostapler with the green load. Stapler fired and cut but didn't staple. The surgeon then reloaded with a blue load and fired with the same outcome, it cut but didn't staple.